Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting pacing threshold problems when programmed in the bipolar mode. The ipg has been reprogrammed to the unipolar mode and is functioning appropriately.